Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient was anesthetized during painless delivery, the catheter was blocked during the puncture. After the catheter was pulled out for test, the catheter was still obstructed, resulting in a failed epidural puncture. The doctor replaced it with another catheter to complete the treatment. Patient is fine.

Event description:
It was reported that the patient was anesthetized during painless delivery, the catheter was blocked during the puncture. After the catheter was pulled out for test, the catheter was still obstructed, resulting in a failed epidural puncture. The doctor replaced it with another catheter to complete the treatment. Patient is fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was blocked. The customer returned one snaplock adaptor w/clip and one epidural catheter (reference attached files (B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adaptor revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears used. Biological material can be seen between the inner coils and adhesive material can be seen on the outer extrusion of the catheter. A functional flow test was performed on the returned sample per (B)(4) section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock adaptor until it bottomed out and the snaplock adaptor was closed. The components were confirmed to be secured by tugging gently. The snaplock adaptor was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 8.0ml/min (c05180), which is within the specification of 1ml/min. No blockages were found. The reported complaint of the catheter being blocked could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample.